Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.

Manufacturer narrative:
Pending evaluation: concomitant device(s): 300-01-13, 09257287, 13mm stem. 320-10-00, 52937001, 0+ tray. 320-42-00, baseplate. 320-15-05, reverse locking. 320-20-00, torque screw.

Event description:
As reported, approximately 14 months postop the initial right tsa, this (B)(6) y/o male patient, weight (B)(6) lbs., presented with an infection of the right shoulder, was revised, and an antibiotic spacer was placed. Patient was last known to be in stable condition following the event. Devices not to return as hospital policy.